Event description:
"Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and two tvt-exact were implanted. It was reported that patient experienced menorrhagia, pain, erosion, stress urinary incontinence. It was reported that the patient underwent removal of vaginal mesh on (B)(6) 2025. No additional information was reported."

Manufacturer narrative:
Review of the device history files for both lot numbers showed conforming products. Products met manufacturing specification and no issues were identified. Based on the limited information, the complaint could not be confirmed as related to the product deficiency.